Manufacturer narrative:
Med-el elektromedizinische geräte (B)(4) and (B)(4) med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient contracted meningitis within days of implantation ((B)(6) 2015), requiring hospitalization in the intensive care unit. The patient has been discharged from the hospital and his cochlear implant has been subsequently switched on. The patient is performing well and there have been no adverse events since. The patient was vaccinated prior to implantation.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: according to the information received, the patient experienced a post-operative meningitis. However, the patient has been discharged from the hospital and the cochlear implant has been subsequently switched on. The patient has completely recovered and is performing well with the device. No allegations have been made as to the device being the source of the disease. Further, a review of the device's sterilization records confirms that proper sterilization was applied at the time of manufacturing. The device remains implanted and in use. This is a final report.

Event description:
The patient contracted meningitis within days of implantation ((B)(6) 2015), requiring hospitalization in the intensive care unit. The patient has been discharged from the hospital and his cochlear implant has been subsequently switched on. The patient is performing well and there have been no adverse events since.